Event description:
The customer reported being hospitalized due to high blood glucose of 400 to 500mg/dl. The customer stated that she has issues with controlling her blood glucose. The customer declined to troubleshoot and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs.